Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. On (B)(6) 2023, it was reported that while the patient was swimming, the infusion set's tubing detached at the tubing connector. The site location was right side of patient's abdomen, and the pump was in the right side. Moreover, the infusion had been used for 3 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.